Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Concurrent conditions included weight gain, heavy periods, thrombosis nos, uterine leiomyoma and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2014 for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) ¿vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with betamethasone dipropionate;clotrimazole (lotrisone), fluconazole (diflucan), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy(uterus and cervix)with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge and weight increased had resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepant information as per pfs plaintiff did not undergo any confirmation test, and in earlier summons report plaintiff did hsg test. Discrepancy in implantation date was updated from (B)(6) 2012 to (B)(6) 2012 as per mentioned in pif. She received treatment for abnormal bleeding, bladder/urinary problems and other injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event weight gain was added. Outcome of events "pelvic pain, abnormal vaginal bleeding, vaginal infection, vaginal discharge was changed to recovered/resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Concurrent conditions included weight gain, heavy periods, thrombosis nos, uterine leiomyoma and pap smear abnormal. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) ¿vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy(uterus and cervix)with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information as per pfs plaintiff did not undergo any confirmation test, and in earlier summons report plaintiff did hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr. Menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: new pfs received- case become valid. New events added:abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal) ¿vaginal; psychological or psychiatric problems - depression and mental anguish; dysmenorrhea (cramping);vaginal discharge,treatment drugs were added. New reporters, concomitant and historical conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Concurrent conditions included weight gain, heavy periods, thrombosis nos, uterine leiomyoma and pap smear abnormal. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) ¿vaginal") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy(uterus and cervix)with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, vaginal infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information as per pfs plaintiff did not undergo any confirmation test, and in earlier summons report plaintiff did hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events physical pain/ pain, abnormal bleeding (menorrhagia) outcome updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.